Event description:
A report was received that the patient had developed an infection at the lead site. Symptom includes fever. The physician believed that the infection was procedure related. The patient was given oral antibiotics and will undergo an explant procedure.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptom includes fever. The physician believed that the infection was procedure related. The patient was given oral antibiotics and will undergo an explant procedure.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptom includes fever. The physician believed that the infection was procedure related. The patient was given oral antibiotics and will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial / lot #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Manufacturer narrative:
Additional information was received that the patient's infection was resolved.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing fine after the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.